Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery (lad). A 2.75x32mm promus element ¿ drug eluting stent was selected for use to treat the lesion. During advancing, the mid stent body was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent identified that the first five rows from the distal end of the stent were not damaged, however, after the fifth row and extending towards the mid-section of the stent, the stent struts were stretched and damaged. This type of damage is consistent with excessive force being applied to the stent struts. An examination of the balloon found that the balloon was tightly folded and did not appear to have been subjected to any positive pressures. A visual and tactile examination of the hypotube identified no kinks or damage. A visual and tactile examination of the midshaft and distal extrusion identified no kinks or damage. No issues were noted with the tip profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery (lad). A 2.75x32mm promus element ¿ drug eluting stent was selected for use to treat the lesion. During advancing, the mid stent body was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.